Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The investigation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this self-test complaint was reported to the manufacturer, it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed italy that while an astral device was being tested before patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.